Event description:
It was reported that the end broke, back up available, no delay.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the cup positioner impactor confirmed the complaint that the strike platform has detached from the body of the impactor. The fracture point has left sharp burs on both parts; however, damage consistent repeated impacts was observed where the strike plate was welded on the impactor body suggesting that the device was still used after the impactor plate was detached. Damage to the threads was also observed. The device was manufactured in 2016 and exhibits, with the exception of the strike plate fracture, light wear and use damage. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. Additionally, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.